Event description:
Further follow up from the most recent treating healthcare provider revealed that the "diagnosis was unrelated to patient's injectables."

Manufacturer narrative:
(B)(4).. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿rash, constant pain, itching, numbness and what looked like hard frozen peas¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies." Adverse events: ¿the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿ post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain." "The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks." "Additionally there have been reports of nodules, infection, and inflammation." "The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month."

Event description:
Patient reported that immediately after injection with "juverderm "in the lips and "wrinkle in between the eye brows," and concomitantly with botox in the forehead, they experienced "rash, constant pain, itching, numbness and what looked like hard frozen peas" in the lips, underneath the nose and out toward the jawline to the outside of the face. Patient was treated with hyaluronidase, prednisone, fluconazole, a "steroid gel," and a "steroid cream." Patient reported receiving an allergy test which came back negative. Patient stated that they had no issue with the botox injection.

Manufacturer narrative:
Additional information: describe event or problem, evaluation codes.

Event description:
Further follow up from the most recent treating healthcare provider revealed the following: the primary diagnosis of seborrheic dermatitis was provided. ¿adverse drug reaction diagnosis based on patient history and inflamed area overlap with primary diagnosis.¿

Manufacturer narrative:
The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Follow-up with the injecting physician revealed the following information: the patient was injected with 1 syringe of juvederm ultra xc. The patient experienced swelling in the lips in addition to the previously reported symptoms.